Manufacturer narrative:
Additional information was received indicating that during this normal generator replacement procedure, this left ventricular lead was surgically abandoned as it was no longer capturing and was exhibiting impedance measurements greater than 2000 ohms.

Event description:
Boston scientific received information that this patient reported their left ventricular lead is broken. There have been no reports of this from medical personnell to this date.

Manufacturer narrative:
At this time, the lead remains in service. Efforts have been made to obtain additional information, however the sales representative in this patient's territory was not aware of this. Should additional information become available, this report would be updated.